Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy the plastic tip was sheared off. The physician was able to complete the case using another mammomarke but was not able to identify if the plastic piece was left inside of the tissue based on the post fire films of the biopsy site.